Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event after the use of the product and subsequently expired the same day.

Manufacturer narrative:
This is one event for the same pt involving two separate products.